Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased from 3 years to less than 3 months over the course of approximately 15 months. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased from 3 years to less than 3 months over the course of approximately 15 months. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device passed all returned product testing except for the battery usage test. The battery was analyzed and while evidence indicating abnormal battery depletion characteristics was found, the root cause was unable to be determined.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the estimated longevity remaining decreased from 3 years to less than 3 months over the course of approximately 15 months. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.